Event description:
Attorney reported: in 2005 -- the patient underwent a complex ventral hernia repair procedure with placement of a composix e/x mesh patch. In 2006 -- after the product failed and caused an abdominal wall abscess, the patient underwent an exploratory surgery to remove the mesh patch. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Report does not indicate and specific product problem. In addition, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.